Manufacturer narrative:
Testing and investigation at the service center, found the device would not power on with dc power. Further testing found a leaking aa disposable battery in the battery compartment of the device. Leakage from the battery was also found on the middle printed circuit board. The probably cause of the customer reported corrosion in the battery compartment was due to leakage from the disposable batteries. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel

Event description:
The customer reported that during preventative maintenance at the user facility, battery corrosion was noted in the battery compartment. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.